Event description:
The complaint is reported as: difficult radial arterial line insertion, catheter tip disconnected in radial artery. Patient sent for operation to remove a section of the artery with the foreign object also removed. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation; however, the customer provided one image for evaluation. The photo displayed two arterial catheterization devices. One device appeared to have a separated catheter and severely damaged guide wire, which is likely the result of the catheter resistance. The second device appeared typical. A full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of catheter separation was confirmed by visual inspection of the customer supplied image. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: difficult radial arterial line insertion, catheter tip disconnected in radial artery. Patient sent for operation to remove a section of the artery with the foreign object also removed. The patient's condition was reported to be fine.